Event description:
The subject's relative, a r.n., reported that on 9/1/00 subject, who suffers from altzheimers and pneumonia, was admitted to the hosp for the treatment of hypoglycemia ("diabetic coma"). The subject's blood glucose per the one touch profile meter was 144 mg/dl versus the hospital meter (brand unk) which read 60 mg/dl 15 minutes later. A control solution test performed on 9/7/00 was high out of range. The subject's meter has not been cleaned in accordance with the owner's manual.